Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a chemotherapy treatment the pump alarmed for air in line. The report suggests that when the user opened the door to address the issue, a separation of silicon from lower pumping segment component occurred resulting in a chemotherapy spillage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.